Manufacturer narrative:
The device was returned due to right-sided heart failure, elevated pulmonary artery pressure, stenosis, pulmonary regurgitation, and pannus. Gross morphological and histopathological examination revealed there were numerous calcific nodules on all three cusps and pannus ingrowth on the inflow surface. Gram stains were negative for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with calcifications and pannus; however, the exact cause remains unknown.

Event description:
On (B)(6) 2014, pulmonary valve replacement (pvr) and tricuspid annuloplasty were performed at (B)(6) hospital. The patient presented to (B)(6) center with tricuspid regurgitation (tr), atrial fibrillation, pulmonary regurgitation (pr) and atrial septal defect secondary to tetralogy of fallot. This 23mm epic supra valve was implanted in the pulmonary position, a 28mm edwards mc3 tricuspid annuloplasty ring (model: 4900t28, serial: (B)(4)) was implanted in the tricuspid position. Since 2016, symptoms of right-sided heart failure with elevation of pulmonary artery pressure have been reported. Tricuspid stenosis initially appeared, then confirmed along with confirmed pulmonary regurgitation. On (B)(6) 2017, the patient underwent a re-do pvr and a 23 mm epic supra valve was explanted and replaced with a 25mm carpentier-edwards perimount aortic heart valve in the pulmonary position. A tricuspid valve replacement was performed and the mc3 ring was explanted and a 29mm carpentier-edwards perimount magna mitral heart valve was implanted in the tricuspid position. The procedure was successfully completed with no issues. Reportedly, pannus-like tissue was observed on the cusps of the explanted epic supra valve, which extended to each commissure. Per report, the surgeon assumed that any impeded mobility of the cusps was likely to be caused by this pannus formation. Significant thickening of the cusps was noted and there was no evidence of deformation or tear. The patient has been recovering without complications after the surgery. No additional information is expected.